Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The event date is an estimated date of the report of the gi bleeding event that occurred in (B)(6) 2015. (B)(4). Approximate age of device ¿ 3 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017, for melena and tarry stools. Enteroscopy showed bleeding in the proximal/mid jejunum that was suspected to be an arteriovenous malformation (avm). Argon plasma coagulation was performed on the lesion, epinephrine was injected, and the avm was then clipped. The patient was discharged on (B)(6) 2017. It was also reported that the patient had experienced a previously unreported gi bleeding event that occurred in (B)(6) 2015. Enteroscopy failed to reveal the source of bleeding. Subsequently, the patient¿s inr goal was adjusted to 1.8-2.2. The patient was discharged on aspirin and coumadin.